Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding patient communicator. The patient reported that they were having problems with the communicator and handset delivering the boluses. The patient stated it would take up to 15- 20 minutes to get connected to the pump. The patient service specialist asked if patient was getting error messages, and the patient stated no, but that it would start and then they would have to move it and then it would stop. The patient mentioned they were told if they did not put it on the outside of the pump, it would work better, but even after doing that, it was still taking too long at times. It was confirmed bluetooth was on and location was on. The patient restarted handset and was able to get connected to ptm. An agent informed patient of general troubleshooting and to call back if issue persists. No symptom was reported. Additional information received from a consumer indicated that the cause of the problems connecting the handset and communicator issues were not determined. The patient spoke with technical (tech) support and they had the patient check various settings, gave them recommendations, and said they would list their issues and present to their pump doctor. The patient believed the cause was a faulty communicator - receiver issue - that could only be solved by replacing the handset and communicator. The patient further reported that no actions were taken other than to list problems and communicate that to their doctor. There was nothing else planned and they were still having issues with their communicator/receiver. When asked if the connection issue was due to the communicator or ptm, the patient stated that they thought it was both. The patient further stated that the communicator no matter how close it was to the pump, more often than not, there was a problem getting the communicator to request or receive signal from the pump. The pump had apparently shifted position in their body or moved to such an extent that the location where the pump transmits to the communicator position had moved as the pump had moved. The pump should not have moved as they had done nothing that would cause that. The patient further stated that regarding the ptm, even after the communicator had gotten them to 88% before, they might get a note that they would get a bolus. The ptm would cut out and not show them that the bolus was given. When they restarted the ptm and communicator to see if they could get the bolus dose, it said it already gave it, but did not show them that it was given or granted. The patient stated that something was going on between the communicator and ptm and they were not technically savvy enough to diagnose the problem. Additional information received from a patient indicated that while troubleshooting, the patient started getting no pump found. The agent had the patient restart both external devices, confirm wifi and bluetooth were on which did not resolve the issue. The patient confirmed he last charged the communicator yesterday and the communicator was not currently plugged into the alternating current (ac) power cord. Additional information received from the patient indicated that they received a call from fedex about their address after calling in on friday to fix shipping to an old address but they hadn't received their communicator yet. The patient stated that it had probably been 5-6 days without a bolus dose and their pain level was pretty high. The patient stated they would charge the communicator and call back for assistance as needed.